Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to the emergency room for diabetic ketoacidosis due to a bent cannula. The customer's blood glucose was 400 mg/dl at the time of incident. The customer also reported other blood glucose values such as 448 mg/dl, 87 mg/dl. The customer had symptoms of vomiting but was treated with insulin shots. The customer was using the insulin pump when high blood glucose reported. The insulin pump will not be returned for analysis.